Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from two patient samples processed on a vitros eciq immunodiagnostics system. A definitive assignable cause for the event could not be determined. There was no evidence to suggest that a reagent related issue contributed to the event. However, the instrument cannot be entirely ruled out, as no pre-service precision testing was performed before investigating the first non-reproducible result, but was performed and was within acceptable guidelines before service activities were initiated to investigate the second result. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from two patient samples processed on a vitros eciq immunodiagnostic system. Sample 1 vitros tropi result = 0.102 ng/ml vs. Expected < 0.012 ng/ml. Sample 2 vitros tropi result = 0.470 ng/ml vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. Although the customer routinely generates vitros tropi samples in duplicate, the higher than expected vitros tropi es result for sample 1 was reported from the laboratory. A corrected result was later on issued. The higher than expected vitros tropi es result for sample 2 was not reported. There was no allegation of patient harm as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).